Event description:
The customer returned the gastrointestinal videoscope with no information. There was no patient involvement. During device evaluation at olympus, white foreign material was found in the air/water tube, jet tube, and the plastic distal end cover. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: air/water cylinder had no color, suction cylinder had no color, plug unit is damaged, distal end had discoloration, and the connecting tube had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.